Manufacturer narrative:
A manufacturing evaluation was completed: the product was returned in a green wipak. The drill bit was broken as claimed by the customer. The tip was broken and missed. A device history record review was performed for the affected lot, no abnormalities or deviations were detected, which could lead to the complaint failure. All dimensions relevant for the function of the product and also the hardness of the drill bit was measured, and fulfill the specifications. Based on this the complaint is rated as confirmed but not valid from the point of view of the manufacturing site. No manufacturing related issue was identified and/or confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. (B)(6) the investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported the drill bit was used to drill the distal locking hole during a femur intramedullary nailing procedure. The drill bit slipped and hit the nail and went into another locking hole which was not the intended hole the surgeon wanted. Upon removing the drill bit from the patient, 1.5 centimeters of the drill bit broke in the patient. The surgeon tried to remove the broken drill bit but could not retrieve it. The surgery was prolonged for fifteen (15) minutes. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Subject device has been received; no conclusion could be drawn as the device is entering the complaint system. Device history review: manufacturing location: (B)(4) - manufacturing date: april 15, 2014 no non-conformance reports were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Without a valid lot number the device history records review could not be completed. DHR review ¿ lot number 8021470 does not match with article number, this lot belong to a plate not to a drill bit. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information: no other patient harm; patient is recovering.